Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured several power losses to the mobile power unit (mpu) on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. Additional information was provided on 10jul2025 that the mpu was operational. The patient stated the mpu became disconnected from the wall frequently. The patient's son would run through the room and disconnect the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of several losses of power to the mobile power unit (mpu) was confirmed via log file analysis. Review of the log files revealed on 07jul2025 from 16:59:30 ¿ 23:14:15 and on 10jul2025 from 05:15:34 ¿ 05:15:44, intermittent low voltage hazard and no external power alarms activated due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The backup battery supported the system during each loss of power without any issues. Pump operation was not affected. The heartmate mobile power unit was not returned for analysis and remains in use. The patient was recommended to use a more secure wall outlet and was reeducated on keeping the unit connected to alternating current (ac) power. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 22jul2025 that the mpu was confirmed to have a v-lock connector on the ac power cord, and was noted that the ac power cord came loose at the wall outlet and not on the back of the unit. No environmental circumstances that could have affected ac power at the time of the event were reported. The mpu was not exchanged or removed from service.

Manufacturer narrative:
H6: removed power cable disconnect code. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.